Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the up and down buttons were under responsive. The reporter stated that the patient had a blood glucose (bg) of under 70mg/dl with confusion/disorientation, inability to concentrate/cognitive impairment and not them self. The patient received treatment from healthcare professional. This report is being made due to the bg excursion the patient experienced due to an alleged button keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.